Event description:
Needle broken while injection with novopen 3[device induced injury]. Case description: an endocrinologist reported that a patient was injecting with novopen, when a novofine needle broke. The pt was hospitalized in order to have the needle removed. The patient has recoverd completely. Initially the case was reported as non-serious; however, due to follow-up information on 28 september 2001 the case has been re-classified as serious.